Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is alleging harm caused by the device; however the nature of the harm is unknown at this time.

Manufacturer narrative:
Upon further investigation it has been found that the product did not harm or negatively impact the patient. Investigation will be closed.